Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display on the insulin pump. The customer's blood glucose reading was 472 mg/dl. The customer stated that she went swimming with the pump. The customer stated that there is fluid under the lcd display. The customer stated that the pump was not dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.